Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump did not vibrate. Insulin pump did not vibrate during vibrate test. Customer mentioned that customer run self test and insulin pump says vibrate but did not vibrate. Customer also mentioned that self test was complete with no alarms. Customer¿s blood glucose was 122mg/dl. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp's instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump received with operating currents within specification. Insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No audio or vibration anomalies noted during testing.